Manufacturer narrative:
Based on the physician's judgement, the event is attributable to the patient's specific anatomy and not to the device. No device problem is suspected, and no further investigation is warranted. Device not avaiable for return.

Event description:
A perceval pvs25 was implanted and explanted intraoperatively. It was reported that the patient's annulus was oddly shaped. The patient came off pump twice and paravalvular leak was identified both times. Therefore, the valve was explanted and a edwards magna ease 25 mm valve was implanted instead. The procedure was delayed by 1.5 hours as a result of the event, and the patient outcome was good. The surgeon reported that the event was attributable to the patient's particular anatomy and not the to perceval valve.

Manufacturer narrative:
Disposition not presently known.

Event description:
It was reported that a perceval valve was implanted and explanted intraoperatively. No other information was provided.